Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (BG) levels. The customer¿s BG level was between 513-535 mg/dL. The elevated BG was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer changed infusion set and cartridge to resolve the issue.

Manufacturer narrative:
In use at the time of the event: